Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) possibly classified episodes of ventricular tachycardia (vt) as supra ventricular tachycardia (svt) and withheld defibrillation therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.